Manufacturer narrative:
According to the customer, she is unable to obtain readings from her blood pressure monitor. As a result, she is unable to take her prescribed medication because she does not want to under or over-medicate herself. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she is unable to obtain readings from her blood pressure monitor. As a result, she is unable to take her prescribed medication because she does not want to under or over-medicate herself.